Event description:
The lay user / pt contacted lifescan (lfs) in january 2006 alleging that the meter does not power on. A medical affair spec. (Mas) spoke to the pt the next day and obtained / verified the following instructions: the pt mentioned "over a week ago", around the evening time he experienced feeling delirious and confused. He attempted to test on his meter and the meter would not power on. He went to the hospital shortly and his blood glucose was over 500 mg/dl. He was admitted for two days and was treated with insulin. The diagnosis was due to hyperglycemia. The pt does not know how long the meter had not been powering on; however, he would receive intermittent power with the meter. Sometimes the meter would not power on and other times is displayed an error message. The pt does not recall the error message; however, mentioned that he still took his set amount of 25u of "long acting insulin every morning "(1/2 hr before breakfast). Prior to the event, the pt had been receiving readings in the mid 100's. Customer care agent (cca) found out that the pt had been using expired test strips and the technique of applying blood on the test strip was incorrect. Using expired test strips can lead to false blood glucose readings. Cca sent the pt a replacement meter. The complaint is being reported, since the pt tried to attempt to test his blood glucose, prior to the event and the meter would not power on. The pt suffered an adverse event and was hospitalized for two days, due to hyperglycemia.